Event description:
Customer reported via phone call that their buttons of the insulin pump was unresponsive. The blood glucose reading is unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip.